Event description:
It was reported to philips healthcare that the heartstart mrx "displays messages about the damage of the stimulator and electrode cable failure". The functional test did not pass. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.